Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The straps were used near the pericardial sac. The information for use contraindicates that "this device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of fasteners in the diaphragm in the vicinity of the pericardium, aorta, or inferior vena cava during diaphragmatic hernia repair."

Event description:
It was reported that a patient underwent a laparoscopic intra-peritoneal onlay mesh placement to repair an enormous recurrent incisional hernia located in the epigastric region and a partial abdominal wall reconstruction procedure on an unknown date and straps were used to fixate mesh. The straps were placed near the pericardium. After physical examination, it seems that the straps penetrated the pericardium. The patient subsequently developed inflammation in the pericardium. The surgeon used suture in the area of centrum tendineum and used straps medio-laterally at the caudal edge of the diaphragm. At least three straps had punctured the pericardial sac. A mechanical pericarditis resulted and was falsely identified as myocardial infarction. Diagnostic echocardiography or coronary angiography were not conducted. Dual anti platelet drug therapy was started immediately which resulted in a hemorrhagic pericardial effusion, a cardial tamponade and superior vena cava syndrome. The patient was resuscitated during emergency transport to the university hospital and underwent a sternotomy for open heart resuscitation, without success. The patient expired on an unknown date. Additional patient and event information was requested.